Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle punctured through the bd saf-t-intima¿ IV catheter safety system while introducing it, and became stuck in the heparin cap. This occurred with 2 catheters during use. The following information was provided by the initial reporter, translated from (B)(6): "in the process of use, the needle core bends and punctures through the catheter tube". "When the indwelling needle was withdrawn from the needle core after puncture, it felt not smooth and a little stuck. The needle stuck in the heparin cap, pulling out the indwelling needle that had been punctured into the patient's hand".

Event description:
It was reported that the needle punctured through the bd saf-t-intima¿ IV catheter safety system while introducing it, and became stuck in the heparin cap. This occurred with 2 catheters during use. The following information was provided by the initial reporter, translated from chinese: "in the process of use, the needle core bends and punctures through the catheter tube." "When the indwelling needle was withdrawn from the needle core after puncture, it felt not smooth and a little stuck. The needle stuck in the heparin cap, pulling out the indwelling needle that had been punctured into the patient's hand."

Manufacturer narrative:
H6: investigation: our quality engineer inspected the 1 photo submitted for evaluation. Based on photo evaluation, needle bent in the notch area was observed, however the defect cannot be confirmed to manufacturing. Engineering and manufacture team could not associate these defects found to manufacture process due to the device probably could be handled incorrectly since the device package was opened. A device history record review showed no non-conformances associated with this issue during the production of this batch.